Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure "after 5 minutes fiber firing to the side and at the end of the fiber at the same time" (forward firing). Joules used 120. Gland volume 35 ml. Time expended 5:07 minutes. The procedure was completed using a second fiber. Patient outcome listed as ¿ok¿ reported.